Event description:
It was reported that bd as lvp bld180m 15d ss spike separated from infusion bag. The following information was provided by the initial reporter: in the infusion center toward the end of the second blood transfusion to a patient using set spike fell out of the blood bag. This is the same blood set they always use and when asked there does not seem to be any change or difference with the blood bag or bags they receive from the blood bank. The set was thrown out and the nurse could not recall when this happened.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.